Event description:
The customer received product which had been damaged during shipment. Knowing the product was damaged the dr chose to use the damaged device in a stent placement procedure. It was reported that the dr subsequently lost the stent twice during the procedure. No adverse consequences were reported.